Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were multiple inaccuracies between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the first cgm bg reading was low (value not provided), and the meter bg reading was 110 mg/dl and the second cgm reading was 104 mg/dl and bg meter was 299 mg/dl. Customer calibrated multiple times and afterwards, the reading was accurate. No additional patient or event information was available. A root cause could not be determined.